Event description:
This lead was capped and replaced due to noise and inappropriate mode switches-polarity switching from bipolar to unipolar repeatedly. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing process. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed a decreasing at the beginning on (B)(6) 2018 from 450 ohm to 350 ohm and subsequent stable progression until (B)(6) 2019. Furthermore the iegm demonstrated artifacts in the atrial channel leading to oversensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.